Event description:
The customer went to the emergency room with high bgs. The customer attempted to deliver a correction bolus and received a no delivery alarm. The customer did not change the set or the site. Then the customer resumed the pump. It was indicated that when the customer arrived at the hospital the bgs were high. The hospital staff attributed the high bgs to the pump. The customer does not know if they were in dka.